Event description:
It was reported that the retaining post was broken off of the cot. No injuries were reported.

Manufacturer narrative:
The retaining post was fractured due to a force above specifications.